Manufacturer narrative:
H3: the revision reported was likely the result of polyethylene wear of the acetabular component and osteolysis after being implanted for almost 13 years. However, this cannot be confirmed as the devices were not returned for evaluation.

Manufacturer narrative:
Prosthesis, hip, semi-constrained, metal/polymer, porous uncemented. Concomitants: 1661585 164-03-12 - element-stem, collared w/ha, std offset, sz 12. 1618079 180-01-52 - nv crown cup clstr hole 52mm group 2. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 72 yo male patient, initial right hip implanted on (B)(6) 2010, underwent a revision procedure on (B)(6) 2023, approximately 12 years 11 months post the initial procedure. The patient returned to the dr.¿s office complaining about pain and dissatisfaction of their right primary hip. Upon examination and imaging, the poly showed to be worn and had lysis behind the implant. The head and poly liner were swapped. Bone substitute was placed behind the cup implant to fill bone voids and a new vitamin e-lipped liner and a 36mm head were re-implanted. There were no surgical delays reported. The patient was last known to be in stable condition following the event. No devices available for return. The implants are sent to the lab and legal and are not given to the representative. No further information.